Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 8fr angioseal device was returned to terumo medical corporation for assessment. The returned device included the carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in the fully rear locked position, and the anchor, collagen, clear stop marker, and tamper tube were found to be deployed and visible at the distal tip. No other signs of damage or deformation were identified on the returned device. Functional testing could not be performed due to the condition of the returned device. The complaint can be confirmed for a non-deployment device pullout. The exact root cause cannot be determined. The likely root cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that they deployed the angio-seal and when the doctor pulled the device back everything came out. Upon inspection of the sample and based off of physician feedback, it looks like the second click back on the angio-seal did not pull the anchor in up against the sheath, it remained floating and then did not catch on vessel wall. They held pressure on the patient as an alternative. The procedure performed was a transcatheter aortic valve replacement (tavr) procedure. There was no blood loss. The reported event did not result in patient injury.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: scrub tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.